Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 4+ functional mitral regurgitation (mr) and restricted posterior leaflets for a mitraclip procedure. During the procedure, a mitraclip was attempted to be placed. The grippers would not actuate at the same time during simultaneous actuation. The clip was removed from the patient and two additional mitraclips were implanted successfully. The final mr was grade 1. There were no adverse patient effects or clinically significant delays reported.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
All available information was investigated, and the reported gripper actuation issues was confirmed via device analysis. Also, one of the gripper line was observed to be broken. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information and the returned device analysis, the reported gripper actuation issue appears to be related to the gripper line break. The investigation determines that the broken gripper line appears to be related to a potential product quality issue. Therefore, this complaint was initiated an exception to evaluate whether a product issue exists. The issue is being addressed per internal operating procedures. Abbott will continue to trend the performance of these devices.

Event description:
N/a.